Event description:
After unplugging the contour next link wall charger, it sparked and started fire. The customer was unable to use the outlet after that. The customer was asked to return the charger. A new meter and charger were sent to her.